Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and system board were replaced to address the issue. There was evidence of dust and dirt contamination. In addition, the system board, machine flow sensor, blower motor, blower seal, blower cap, blower chassis plate, cooling fan both fans, muffler assembly, outlet side panel, tubing, due to contamination. And the software needs uploaded.